Event description:
It was reported that the battery status of this device was at eri (elective replacement time). It was noted that it had reached explant status in february. Technical services (ts) confirmed that the device reached eri due to a charge time that exceeded 15.0 seconds. A ts consultant recommended that this device should be explanted and replaced as soon as possible. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the battery status of this device was at eri (elective replacement time). It was noted that it had reached explant status in february. Technical services (ts) confirmed that the device reached eri due to a charge time that exceeded 15.0 seconds. A ts consultant recommended that this device should be explanted and replaced as soon as possible. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts submitted to the field to obtain additional information, no response was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery status of this device was at eri (elective replacement time). It was noted that it had reached explant status in february. Technical services (ts) confirmed that the device reached eri due to a charge time that exceeded 15.0 seconds. A ts consultant recommended that this device should be explanted and replaced as soon as possible. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a new observation has been made regarding difficulty in interrogating this device. No further details are available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.